Event description:
It was reported that during an unknown procedure, unformed staples deployed after firing. All the three reloads had the same issue. Changed to hand sewing to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that three tr35w reloads were received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. The cartridges were disassembled to verify the integrity of the internal components and no abnormalities were found. The batch record was reviewed and no anomalies were noted during the manufacturing process.